Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.